Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported during an unknown cardiovascular surgery on (B)(6) 2018 a suture was prepared for use in the operating room. The needle-suture in question was not used on the patient. The surgeon requested manufacturer investigate if there is a pin hole on the package of the needle suture there were no adverse consequences to the patient.